Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture detached from the needle during peritoneal suturing. It was not a control release needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/15/2020. A manufacturing record evaluation was performed for the finished device mj6438 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported performance pull off suture needle. An empty opened foil and a detached needle of product code j311, lot # mj5438 were received for evaluation. During the visual inspection of a detached needle body fluids and marks on body needle could be observed appear to be by use of a surgical instrument. No remnant suture was observed into the barrel hole or channel. In addition, the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.